Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 12 september 2019, it was reported that the motor on a handpiece has no response when the throttle was pressed down on (B)(6) 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device 29 april 2019 noted that the device was running below motor speed specifications and that it was out of calibration at all four settings. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the motor, multiple bearings, spring seal, an o-ring, reciprocating arm, the poppet housing and spring, the hinge throttle and multiple screws. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. The service technician found that the motor was able to be run, just below motor speed specifications. As such, the cause of the reported motor not responding issue cannot be determined. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the motor of handpiece has no response while depress throttle. The event occurred during kit inspection. During the investigation, it was discovered that the device was running below motor speed specifications. No adverse events were reported as a result of this malfunction.